Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was treated by the paramedics due to low blood glucose levels. Prior to the event, the customer had removed the insulin pump and gone to a back up plan after the insulin pump alarmed low reservoir. The reported blood glucose reading was 25 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement, prime and self tests. Nothing further was reported.